Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: batch record review: lot 9c04668 was manufactured on 03/01/2019, line form fill and seal #1. With a total of (B)(4)market units. Complaint investigator performed a batch record review on 08/05/2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 421041. System application product (sap) material 1709736 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There are no photographs associated with this case and no unused return sample was expected. Investigation conclusion: based on the investigation findings, the root cause identified for the issue ¿centricity issues¿, reported under failure mode ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur¿ is attributed to: 1)machine: the investigative process concluded that all the machinery/ tooling items used in the manufacturing process complied when compared against and procedure instruction (pi) pi31-087 ver. 10.0 specifications; as however, as part of this investigation it was identified that some size did not fit correctly in the disc assembly station produce the concentricity issues in the accordion line, nevertheless the pi1-087 procedure was recently updated to version:9.0 to modify the (6qnf0049 and 6qnf0050) tooling and a new 6qnf0004 tooling was added to avoid problems of concentricity on the disks, due to these tooling shared disk size and at the time of assembly some size did not fit correctly in the welding process and caused concentricity issues during the manufacturing process. After this updated was performed the manufacturing line demonstrated to behave steadily after the correction. No issues were identified for material, measurement, method and environment investigations. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole is off center. No photo provided. No harm reported to end user.